Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.75 x 28 synergy ii drug-eluting stent was advanced but severe resistance was encountered. After removing the device, it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported.